Event description:
The customer reported the system is displaying a high ma error message. No patient injury was reported.

Manufacturer narrative:
Awaiting customer approval for evaluation and repair of the system. (B)(4).